Event description:
It was reported that when attempting to navigate an eighty degree curve from the bile duct through had liver, the item wasn't flexible enough for placement. The product was removed & replaced with a competitor's model to complete the procedure. No pt injury or further complications reported.